Event description:
The customer reported the ventilator was alarming due to a pt circuit occlusion. The customer reported that the ventilator was in use on a pt, but there was no pt harm reported. The service technician was not able to duplicate the reported complaint, but found that the blower is not running. The service technician replaced the blower to address the reported problem. Failure of the blower in the ventilation mode could result in no ventilation during operation. Applicable final testing was completed and passed to operating specifications.